Manufacturer narrative:
On (B)(4) 2015 the field service engineer (fse) found clogged ports in the blood sampling valve (bsv) that caused the failures at startup. The fse replaced the bsv and the instrument ran without issues. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported differentials failing on the coulter lh500 hematology analyzer during startup. The customer did some troubleshooting but the problem would not go away. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.